Event description:
The customer reported the battery test failed where the device shutdown when removed from ac power.

Manufacturer narrative:
(B)(4): the customer reported the battery test failed where the device shutdown when removed from ac power. There was no patient involvement. The customer isolated the issue to the battery. The battery was over 2 years old. The battery replaced to resolve the issue. We will consider this a malfunction of the battery where the device shutdown when removed from ac power. Note the battery was over 2 years old.